Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii fail to load properly as the seal did not fold correctly in the loader. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, the seal and the anchor tab were returned inside of the loading device. The seal was located under the window of the loading device; it was partially unraveled. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There were no nonconformance recorded in the lot history. (B)(4).